Manufacturer narrative:
One kangaroo epump was received with the customer complaint of ¿does not alarm¿. The complaint was duplicated. The unit was able to power up on battery but did not have start up tones. When connected to the ac power source, the battery was charging as it should and the unit powered up as it should. The root cause was isolated to a damaged component of the printed circuit board. A formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit does not alarm. This was discovered during testing with no patient involved.